Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 12 unspecified bd connecta had stopcock loose or had tubing kinked during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the stopcock inadvertently disconnecting from mating component (2), tubing kinked (10), and the bd connecta¿ stopcock is defective or damaged (2).".

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 12 unspecified bd connecta had stopcock loose or had tubing kinked during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the stopcock inadvertently disconnecting from mating component (2), tubing kinked (10), and the bd connecta¿ stopcock is defective or damaged (2)."